Manufacturer narrative:
Five units were returned for evaluation in new condition. Functional testing was performed, and the reported issue was not confirmed nor replicated. All products tested normally at the time of evaluation. Two other customer complaints were raised against the reported lot number.

Event description:
It was reported that the needle detached from the syringe and was left in the patient's arm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.